Event description:
Boston scientific received information that there was a hematoma at the suture line for this device's pocket that caused this left ventricular (lv) lead to dislodge. Prior to the revision procedure, a loss of capture (loc) was reported. The lead was replaced due to insulation damage by the tissue fixation at the suture sleeve and is to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the complete lead was returned with set screw marks on the is-1 terminal pin and no discernible set screw marks on the ring. Laboratory analysis identified deformed conductor coils along with slight marks in the surface of the insulation 400mm from the terminal pin that was deemed to have been induced in the field. The lv lead passed all electrical testing and the tip spiral has no visible signs of damage or defects. Analysis could not confirm dislodgment or loss of capture, but did confirm the marks in the surface of the insulation and this damage was deemed to have been induced in the field.